Event description:
It was reported that the right ventricular (rv) lead had fluctuating thresholds and impedance issues. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments. Analysis was performed and no anomalies were found. However, the distal conductor of the lead became extrinsically fractured due to over-rotation, there was foreign material on the proximal conductor of the lead and it was obstructed, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and visual summary analysis of the lead indicated apparent explant damage. (B)(4).